Event description:
The customer reported that her blood glucose was low (¿about¿ 50 mg/dl) on (B)(6) 2012 at night, so she at a muffin. She stated she was ¿under a lot of stress¿. By the next morning ((B)(6)) her bg was high, over 500 mg/dl. She gave a bolus but it did not look like the cannula was in arm as she felt some wetness on the arm when delivering. Later that day she started throwing up. That afternoon she put on a new pod and noticed the infusion site looked bruised. She thinks the subject device may not have been working for about a day, as her bg ranged from 300 to 500 mg/dl (she was unable to report exact history as she was driving at the time of her call). She reported that when she changed pods the afternoon of (B)(6), she used a new vial of insulin. Her levels have returned back to normal.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to assess the product condition. The customer reported wetness at the infusion site during a bolus and believes the cannula may have dislodged. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery,¿ ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice or your healthcare provider.¿ it advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod. Use a new pod.¿ no product lot number was reported therefore no qualification record review was conducted.